Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not provided for reporting. Additional product code: jdo. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an initial surgery for implantation of a dynamic hip system (dhs) into the proximal femur was performed on (B)(6) 2018. During the surgery, the lag screw for the dhs plate was put in correctly, however, the plate was put in off-axis. Therefore, the plate had to be re-positioned, and as the surgeon was removing the connecting screw and guide shaft from the lag screw, the two instruments became bent (it was reported that the surgeon did not disconnect the instruments prior to taking them out) and the surgeon had to use pliers to take the instruments out. The same plate was put back into the patient without issue. A guide wire was also reported to be bent during the surgery. The patient was implanted with a lag screw, plate and three 4.5 mm cortical screws (size 36, 42 and 48 mm). There was no reported delay and the surgery was completed successfully. It was further reported that in sterile processing the connecting screw broke into two (2) pieces and the guide shaft, still in one piece, was bent trying to get them apart. This complaint is linked with (B)(4) for the post-operative event of broken/bent (connecting screw and guide shaft) instruments. Concomitant devices reported: dhs/dcs lag screw 12.7 mm thread/90 mm (part # 280.900, lot # unknown, quantity # 1), 4.5 mm cortex screw (part # unknown, lot # unknown, quantity # 3) this complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for (B)(4).